Event description:
A customer reported the system would not prime after a power outage at the facility. The event occurred in the middle of a procedure. All the cases scheduled for that day were cancelled. The patient's outcome was unaffected. There was no patient impact reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. However, an error message was found in the event log. The communication and power cables were reseated. The illuminator bulb #2 was found to be non-functional and was replaced. The system was then tested and met all product specifications. (B)(4).